Event description:
Treatment of an aneurysm. It was reported that the distal section of the pipeline was not opened after deployment. The physician used the pushwire to open the pipeline and it broke. The broken segment was successfully retrieved. No patient injury reported. Same event as MDR# 2029214-2012-00327

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).